Event description:
It was reported that pump displayed cartridge change error and caller needed assistance completing cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Cts guided caller through removing pump from case, inspecting and cleaning pump connection area, removing loose o-ring, reattaching cartridge securely, and completing on-screen loading steps, after which caller successfully resumed insulin delivery; cts later attempted additional follow-up by phone and email before closing case.